Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 123 mg/dl. The customer was able to clear alarm. Customer found motor position encoder error alarm in alarm history. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.